Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer experienced a high blood glucose of 501 mg/dl, after he treated a 421 mg/dl blood glucose with boluses. The customer then gave himself a manual injection to treat for the high blood glucose. Troubleshooting was performed with the insulin pump and no leaks were found, the drive support cap appeared normal, and insulin exited the tubing during a manual prime. The bolus history appeared correct and the insulin was clear. The customer could not complete troubleshooting with a high pressure test as he was not home. At this point, his blood glucose had decreased to 496 mg/dl. The customer was advised to change the entire set, reservoir and insulin. Nothing further was reported.